Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. The belt evaluation confirmed that the front therapy electrode was leaking gel. The root cause of the gel leak was unable to be positively identified.

Event description:
A us distributor reported that a patient developed a rash under the front therapy electrode, which the patient reported had been leaking gel. The rash was described as red and itchy. The patient reported that his nurse recommended an otc hydrocortisone cream for the irritation. The patient was issued a replacement electrode belt. Multiple attempts to follow up with the patient on the condition of the skin irritation were unsuccessful. The final medical outcome of the irritation is unknown.